Manufacturer narrative:
Tracking# 49907. Proximate rotating head wide skin stapler: based upon inquiry info received, visual examination & functional test, no conclusion could be reached as to how the reported event occurred. The instrument was received in good condition. It was cycled & fired 10 well formed staples. No anomalies could be identified during testing.

Event description:
It was reported during a right radical nephrectomy while using the prw35 skin stapler, inconsistent or malformed staples were noted. The staples appeared to be forming as "s" shape. Approx five staples were malformed upon stapling the incision. These staples were removed and the same device was used to close the incision without incident. There was no consequence to the pt.